Manufacturer narrative:
Device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. Calibration was acceptable. Issues were noted with the qc data provided. An "abnormal aspiration" alarm was observed on the alarm trace data. The field service engineer (fse) replaced the chipped dilution vessel. Ise checks were acceptable and calibration and qc were within range. The service actions resolved the issue.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6). The field service engineer (fse) found a chipped dilution vessel and rotated it so the chipped portion was not near the sipper nozzle. The fse replaced the sample probe, the electrodes, and a valve in the diluent flow path and performed reagent primes and ise checks. Afterward, the results were correlating with the 2nd module. Calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of discrepant high results for 5 patient samples tested for na electrode (na) between (B)(6) 2024 and (B)(6) 2024 on a cobas pro ise analytical unit. Patient 1 initial result was 149 mmol/l. The repeat result was 139.8 mmol/l. Patient 2 initial result was 149 mmol/l. The repeat result was 140.8 mmol/l. Patient 3 initial result was 152 mmol/l. The repeat result was 141 mmol/l. Patient 4 initial result was 152 mmol/l. The repeat result was 142.2 mmol/l. Patient 5 initial result was 150 mmol/l. The repeat result was 141 mmol/l. The initial results were reported outside of the laboratory where they were questioned by the physician. The samples were repeated on a different module. The repeat results were believed to be correct.